Event description:
The customer reports that measurements are not the same once they are sent to pacs. There was no reported patient injury associated with this injury.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).